Manufacturer narrative:
Conclusion: the device was not returned to medtronic. A review of the device history record showed that this product met all manufacturing specifications for product released for distribution. Based on the available information it is possible that the reported increase in transvalvular gradients, secondary to poor leaflet mobility, was caused by the post deployment valve frame infold, however an assignable root cause could not be confirmed at this time. Valve infolding can be related to user technical factors during valve loading in combination with patient anatomy, as is stated in the device labeling. A conclusion from literature stated, "severe infold deformity of a self expanding transcatheter heart valve (thv) is rare, and will likely result in suboptimal valve performance. Balloon valvuloplasty is a safe and effective method of treating an infold deformity and should be performed at the time of initial valve deployment."

Event description:
Additional information provided the serial number (B)(4) and associated patient information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: balloon valvuloplasty treatment of an infolded corevalve citation: catheterization and cardiovascular interventions epublished 2015 oct 28. (Doi: 10.1002/ccd.26265) authors: ryan k. Kaple, md, arash salemi, md, and s. Chiu wong, md. Date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) female patient with severe symptomatic aortic stenosis underwent a procedure to implant a medtronic 31-mm transcatheter bioprosthetic valve (serial number not provided). Following successful valve deployment a minimal paravalvar regurgitant jet and a minimal transvalvular gradient were noted. Transesophageal echocardiogram (tee) demonstrated a significant infold deformity in the valve stent extending longitudinally. Despite this stent infold, the valve leaflets coapted well with minimal leak or transvalvular gradient. The heart team acknowledged the infold may have been due to implanting an oversized valve in a heavily calcified and eccentric annulus, and decided to not address the infold during the index procedure as the risk of aortic annulus rupture with balloon valvuloplasty was deemed not insignificant. Three days postoperative a subsequent transthoracic echocardiogram (tte) and computed tomography (CT) demonstrated persistence of the v-shape stent indentation with one valve leaflet showing poor mobility, resulting in a mean transvalvular gradient of 16 mmhg. Out of concern for long-term durability of the valve, residual gradient, and poor mobility of a single leaflet, the patient underwent a cardiac catheterization in which balloon valvuloplasty immediately and fully expanded the valve. Tee demonstrated no post-procedural aortic regurgitation and no hemodynamic transvalvular gradient. No additional adverse patient effects were reported.